Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patent was using a razor or electric toothbrush at the time of the shock. There were two untreated episodes stored due to the noise. Technical services discussed some testing to do. There were no additional adverse patient effects. The system remains implanted.